Event description:
The customer reported that the 2500 sys displayed tracking inactive error messages. No pt injury was reported.

Manufacturer narrative:
A field svc engineer is scheduled to replace the tracker flash drive. No conclusion can be drawn, as repair info is unavailable however, no report of pt or staff injury was reported.